Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia and reservoir lip ring broke off. The customer's blood glucose value was 45 mg/dl. The customer was having dinner when he experienced low blood glucose and customer found it unusual. Customer ate all the food. Customer did alleged insulin pump was over delivering. Customer was advised novolog. Customer reported center button had a crack and reservoir lip ring has been removed. No devices will be returned for analysis.